Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The bag/vent switch was replaced, and the unit was returned to service.

Event description:
The hospital reported a failure of the unit to switch to mechanical ventilation when requested during a case. The patient was switched to manual ventilation. There is no report of patient involvement.